Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg pocket site whether the scs system is turned on or off. The ipg also appears to be superficial. In addition, the patient stated she does not use her system very often as the pain in her original pain pattern has resolved. Subsequently, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model. Reportedly, the issue is resolved.